Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implantpatient suffered from periimplantitis follwoing bone loss and implant instabilirtyimplant fracture was caused by mechanical overlaoding after 12 years in situ.

Event description:
Implant fracture.